Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -503" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including functional stress testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared from the log. The deviec was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.